Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a provider, who stated that the concentrator was overheating and emitting smoke. The provider stated there were no visible flames and there was no visible damage to the device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive devilbiss healthcare is in the process of facilitating the return of the product for evaluation and will update this report should any additional information become available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.